Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided

Event description:
The customer reported that generator had an e433 footswitch error occurred. The issue was found during an unspecified therapeutic procedure. There were no reports of delay. There were no reports of harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Troubleshooting with the customer was conducted. Later, the customer called back and said the issue was the footswitch. Based on the results of the investigation, it is likely that the event occurred due to user error or a defective foot switch. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.